Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected. In (B)(6) 2009, the monitoring voltage was 2.99v and the charge time was 6.9 seconds. Technical services discussed that eri was triggered due to charge time. The device was explanted and was replaced with another boston scientific ICD.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The explanted device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
No adverse patient effects were reported. The explanted device will be returned for laboratory analysis. This report will be updated when additional information is available.

Event description:
--